Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® brand sst¿ tubes containing silica and gel had issues with gel air bubbles creating obstacles in the device probes.

Manufacturer narrative:
Investigation summary: bd received samples and had retains available for the lot of concern. However, it was determined that other factors may be contributing to the formation of oil gel globules, see below: tubes should be stored at 4-25 degrees c throughout distribution and while in storage at the customer site. Temperature fluctuations may impact gel performance. Exposure to high temperatures prior to use and during processing and centrifugation may lead to an increased formation of gel globules or oil droplets in the serum. Refer to proper handling and processing instructions section for detailed information. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: bd received samples and had retains available for the lot of concern. However, it was determined that other factors may be contributing to the formation of oil gel globules, see below: tubes should be stored at 4-25 degrees c throughout distribution and while in storage at the customer site. Temperature fluctuations may impact gel performance. Exposure to high temperatures prior to use and during processing and centrifugation may lead to an increased formation of gel globules or oil droplets in the serum. Refer to proper handling and processing instructions section for detailed information. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. It was determined that other factors may be contributing to the formation of oil gel globules, see below: tubes should be stored at 4-25 degrees c throughout distribution and while in storage at the customer site. Temperature fluctuations may impact gel performance. Exposure to high temperatures prior to use and during processing and centrifugation may lead to an increased formation of gel globules or oil droplets in the serum. Refer to proper handling and processing instructions section for detailed information. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® brand sst¿ tubes containing silica and gel had issues with gel air bubbles creating obstacles in the device probes.